Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) reporting that while the me performed pre-use checking in the me room, it was observed that the device is displaying the following alarms: (1007) - machine and proximal pressure sensors failed; (111b) - check vent: 35 v supply failed; (1118) - (post) 5 v supply failed; (1127) - check vent: ovp circuit failed messages. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The da board was determined to be faulty and needs to be replaced. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered was a da board and aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
On 14nov2024, clarification was obtained from the authorized service provider (asp) regarding the device issue. The asp stated that the previous evaluation that the data acquisition (da) printed circuit board assembly (pcba) was the part causing the device issue was completed by a third-party service. That third-party party repair center had alleged that the values of average machine and average proximal for the diagnostic menu pneumatics were out of the tolerance. They alleged that that they confirmed that the values were out of the tolerance, but did not record the accurate values. Now that the device has been received at the philips repair center and been evaluated by the asp, the machine and proximal pressure sensors failed (1007), check vent: 35 v supply failed (111b), (post) 5 v supply failed (1118), and check vent: ovp circuit failed (1127) messages were confirmed, but the values of average machine and average proximal being out of tolerance was not confirmed. The asp was able to confirm that the error codes resolved when a test motor controller (mc) pcba was installed, so it has been determined that it is not the da pcba which requires replacement and that the mc pcba does require replacement. The investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) responses from the operational planner received on 30oct024 and 08jan025, the repair of the device and the replacement of the motor controller (mc) printed circuit board assembly (pcba) is pending the budgeting approval by the customer. The mc pcba aligns with the recommended repair of the reported malfunction per the service manual. When the customer approves the proposal for the repair of the device, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.